Event description:
It was reported that during the implant procedure, a lead was attempted but the torque was not transferring well. A shorter length lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. (B)(4).